Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Evaluation could not reproduce the reported problem. The device was found to operate within specification during testing. The event history log (ehl) revealed "downstream occlusion!" "Alarms, however the log cannot be used to distinguish true and false alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition 'low downstream occlusion pounds per square inch (psi)' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a low downstream occlusion pounds per square inch (psi). The event occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.